Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and rupture.

Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade ii/iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures non penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture "between grade ii and grade iii". Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.